Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter broke off at the insertion hub inside the patient and was removed from the patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated catheter severance at the hub nose with no actuator-to-tube tears noted within hub nose, consistent with the complaint description. The cause of the reported issue was catheter hub was damaged. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.